Manufacturer narrative:
Evaluation summary: dealer inspected the wheelchair and could not find any malfunction with the operation of the wheelchair. The wheelchair was operating normally and the dealer could not recreate the problem reported by the user.

Event description:
Manufacturer received a report that the wheelchair lost power while the user was driving the wheelchair. User reported that she fell out of the wheelchair and broke her leg. User was not using her positioning belt while driving the wheelchair. The user reported that the breaker had to be flipped to start the wheelchair from working again but this report could not be confirmed. The dealer performed a detailed inspection and could not find any malfunction with the wheelchair and could not recreate the issue.